Manufacturer narrative:
Candid is unable to determine the root cause of the adverse event.

Event description:
Patient had a previous dental abscess and extraction needed. Pt was advised to hold off on receiving the implant until after candid tx. Pt got back on track and into the iti funnel after extraction, however, after completing impressions, the pt got another infection in tooth #31 (lr7) and had to have this tooth extracted as well. They are concerned that candid treatment may be exacerbating their issues as they have not had dental issues in the past. At this point, they are concerned about continuing treatment and would like clinical advice. Pt has entirely stopped wearing aligners since being diagnosed with another infection as they are in pain and on various medications after the extraction.